Manufacturer narrative:
The information related to date of hospitalization has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to high blood glucose level on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose level. Customer reported past events. Customer reported that auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.